Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the pcoip client was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The pcoip client was returned to the manufacturer for analysis. Analysis found there was a software failure caused by a known hardware defect. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial biopsy procedure, the camera cart lost connection and showed a gray screen with an error stating unable to connect to ip. The system had recently been installed at the site and had only been in use for a few days. There was no delay to the procedure. There was no reported impact on patient outcome.